Event description:
While starting the IV and advancing the needle through the catheter the needle punctured the catheter causing a potential shearing of the end of the catheter. Catheter removed from the pt and it appears to be intact.